Event description:
It was reported that a patient underwent a gastric plication procedure on (B)(6) 2010 and continuous suture was used. On (B)(6) 2011, an endoscopic evaluation of the stomach was done and showed evidence of an endoscopic plication that was no longer intact along the distal 2/3 of the greater curvature with a broken piece of suture. No medical or surgical intervention was performed. The patient was seen by the surgeon on (B)(6) 2011 with notation of partial dehiscence of gastric folds. An upper gi on (B)(6) 2011 does show most of the folds are intact, but there is a generous fundus. The patient's exercise regimen has been minimal and has been eating foods high in carbohydrates and sweets. The patient is currently in stable condition. The surgeon opines that the suture breakage may be due to excessive tension or injury to suture during initial suture placement.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.